Event description:
Customer alleges discrepant results with meter compared to lab: patient no. 1: date: (B)(6) 2011; inratio: 1.1; lab: 1.6. Inratio result was done at 7:30 am, the lab result was drawn at 3:00 pm. Pt's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.